Event description:
Reporter noted experiencing metal particles post-op. Particles have not been removed from eyes. There has not been any negative reactions with the patients. Unknown where they come from, but suspect handpieces and/or tips.